Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an atrial fibrillation pvi ablation procedure was performed with a faradrive sheath and farawave catheter and hd grid for mapping. The pre-map and ablation was done without issue. Proper aspiration was performed for each catheter introduction. When inserting the hd grid for the post map another aspiration was performed. This aspiration contained a ton of air. The hd grid was removed, and aspiration was performed again. This aspiration did not contain any air. The hd grid was inserted, and another aspiration was done and more air was found. The hd grid was inserted at an angle and when straightened, the air seemed to stop when performing aspiration. The procedure was completed successfully with the original device. The device will not be returned as it was disposed.